Manufacturer narrative:
G4 PMA/510(k): k163174. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft break occurred. The target lesion was located in the mildly calcified coronary artery. A 2.00mm x 15mm emerge? Balloon catheter was advanced for dilatation. However, the mid-distal shaft below the hub fractured into two pieces. The device was removed, and the procedure was completed with a different device. There were no complications reported post procedure.

Manufacturer narrative:
G4 PMA/510(k): k163174 good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there are no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to procedure as the event information suggests that procedural factors, such as device interaction with the guide catheter and/or other devices, likely contributed to the complaint event which may have required forceful advancement through the guide catheter. This conclusion code is based on the available information and the review conducted at the boston scientific site. The device did not return for analysis. Without a returned device it is not possible to confirm the complaint allegation, and it is not possible to determine if there is any damage present along the device which could have contributed to the complaint event.

Event description:
It was reported that shaft break occurred. The target lesion was located in the mildly calcified coronary artery. A 2.00mm x 15mm emerge? Balloon catheter was advanced for dilatation. However, the mid-distal shaft below the hub fractured into two pieces. The device was removed, and the procedure was completed with a different device. There were no complications reported post procedure.